Manufacturer narrative:
Additional information section: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The internal ics remains visible. The recipient has reportedly been moved to palliative care in hospice and will not resume device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced redness and some irritation at magnet site, after laying on his magnet site with the processor for extended periods of time. The recipient was recommended to reduce device use unless absolutely necessary and magnet strength was reduced. A piece of gauze was also used instead of moleskin. However, the recipient continued to use the device. The recipient was again advised to cease device use unless necessary. The recipient was evaluated by the surgeon on (B)(6) 2026, who noted the recipient is reportedly experiencing skin flap breakdown with a visible ics. The recipient was advised to cease use, and a topical cream (type: unknown) was prescribed for the wound.